Event description:
It was reported to medtronic minimed that the customer reported an issue where the daily report shows smart guard basal while the user is in manual mode and looks like a bug in the report as all other details show manual mode. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7350.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the daily report for the user in care link support application and observed that the issue is reproducible. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified (B)(4), version ah. After conducting thorough investigation by downloading the uploaded data from database and identified that the auto basal displayed during manual mode. The esf number that corresponds to the reported issue is: (B)(4). The root cause of this issue was that the application was trying to plot the auto basal during manual mode, because the current logic was trying to get the first point to plot on graph of auto basal as start of the day instead of start from actual auto basal range (i.e after manual mode). This scenario occurred exactly when the manual mode end and auto basal delivered almost same time. We created an esf (B)(4) to address the issue in praas 6.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.